Manufacturer narrative:
Ps357503 method: the complaint airvo 2 humidifier was received at our fisher & paykel healthcare (f&p) regional office in australia and was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Results: during testing it was found that the audible alarm functioned as intended. Conclusion: we are unable to confirm the reported event as there was no fault found with the subject device. The airvo 2 humidifier user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in australia reported that the audible alarm of a pt101 airvo 2 humidifier was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint pt101 airvo 2 humidifier for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that the audible alarm of a pt101 airvo 2 humidifier was faulty. There was no patient involvement.